Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2016. According to the complainant, while setting up for the procedure, the plastic end of the sheath broke within the adapter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition was reported to be fine.